Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as 'no information.' Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient experienced pain upon insertion of the sensor. The pain continued and worsened, and several days later, upon removal of the sensor on (B)(6) 2020, it was discovered that she had developed an abscess at the site. The patient is reportedly a staph carrier. The abscess at the site was lanced by a healthcare personnel (hcp) on (B)(6) 2020. There was no report of any medication prescribed. The patient was doing well at the time of the report. No additional patient or event information is available.